Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. PMA/510(k)#: k151766 or k980987 device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 3ml ll 200 s/c was damaged. The following information was provided by the initial reporter: it was reported one syringe in the box did not have the ability to screw the needle to it. As in the screw portion had been stripped. Verbatim: caller reported one syringe in the box did not have the ability to screw the needle to it. As in the screw portion had been stripped. Last week. Cts to use 6/9/21 as approximated event date. Number of occurrences 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Was the syringe/needle reused? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product available for return to bd? No. Resolution ¿ caller successfully filled a cartridge with insulin. Cts to send replacements via good will order. No further follow up is required.